Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed de novo target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. The 15.0mm x 1.5 model maverick otw balloon was advanced to pre-dilate the target lesion. The balloon ruptured at an unspecified atms on the 1st inflation. The ruptured balloon was removed intact and the procedure was completed with another model maverick otw balloon. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer:. The maverick otw catheter was received inside the maverick otw shelf box. There was contrast in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed de novo target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. The 15.0mm x 1.5 model maverick otw balloon was advanced to pre-dilate the target lesion. The balloon ruptured at an unspecified atms on the 1st inflation. The ruptured balloon was removed intact and the procedure was completed with another model maverick otw balloon. No patient complications were reported and the patient's condition is good.